Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 16332 was returned and analyzed. Visual inspection was performed and identified the balloon was bent. The catheter smart chip data was reviewed. Data indicated the catheter was used for nine applications. However, the catheter usage date recorded on the smart chip 2024-03-04 did not correspond to the event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and temperature curve had no oscillation or overshoot. However, during inflation, a guide wire lumen kink was observed inside the balloon segment. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.005 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, while inflating the the balloon was found to be folded. As a result pulmonary vein (pv) occlusion could not be completed. The balloon catheter was then replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.